Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf."

Event description:
It was reported to philips that the device experienced a pacing and defib test failure. There was no reported patient or user involvement and no adverse patient/user impact. The processor pca was returned to the failure analysis lab for evaluation. Troubleshooting revealed that a number of solder contact pins common to connector j16 had lifted off the solder lands as a result of either cold solder and/or physical stressing of the solder joints during the use of the device. The reported problem was verified during lab evaluation. After correcting the issue, operational testing was conducted and completed without issue.

Manufacturer narrative:
. .

Event description:
It was reported to philips that the device experienced a pacing and defib test failure. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pacing test failure. There was no reported patient or user involvement and no adverse patient/user impact.